Manufacturer narrative:
The field service engineer found defective suction tubes at the rise station and replaced them and cleaned the internal standard bath. He performed adjustments and washing of the sample and ise needles, wash station, the wash water volume. Ise checks were acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #(B)(4). (B)(6).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 6000 c501 module:. Sample 1 initial result was 167 mmol/l and the repeat result was 137 mmol/l. Sample 2 initial result was 159 mmol/l and the repeat result was 143 mmol/l. Sample 3 initial result was 160 mmol/l and the repeat result was 140 mmol/l. Sample 4 initial result was 163 mmol/l and the repeat result was 138 mmol/l. Sample 5 initial result was 150 mmol/l and the repeat result was 138 mmol/l. Sample 6 initial result was 200 mmol/l and the repeat result was 137 mmol/l. Sample 7 initial result was 171 mmol/l and the repeat result was 145 mmol/l. Sample 8 initial result was 156 mmol/l and the repeat result was 142 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.